Event description:
The customer reported that the canopy has a zipper that is damaged, but couldn't specify what panel. No pt injury was reported.

Manufacturer narrative:
(B) (4). Zipper damage. Results: eval of the product shows that the large window a zipper's slider body is open. (B) (4).